Event description:
A patient reported that they had to go to the hospital. Patient's meter allegedly had broken battery contacts. Patient was unable to test on the meter. Patient was tested at the hospital with a reading of 240 mg/dl. The time difference between patient's meter and hospital meter was unknown. Treatment was unknown. No further information has been reported.